Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel when the shield was removed.

Manufacturer narrative:
Investigation summary: customer returned (2) 0.3ml syringes. There were no immediately observable defects to either syringe. Only minimal, inconsequential imperfections were observed under magnification. Both samples received shield pull force testing. The amount of force required to remove the needle shield for these samples were 3.58 lbs and 3.42 lbs. The specification states that all pull forces within the range of 0.85 lbs to 5.95 lbs are acceptable. Neither of the samples tested outside of the required range and neither of the samples disassembled during testing. Both samples returned do not feature any defects and function as intended. A review of the device history record was completed for batch# 1123341. All inspections and challenges were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle hub separation. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ 3/10ml insulin syringe experienced hub separation from the device. The following information was provided by the initial reporter: the needle with the shied was separated from the barrel when the shield was removed.